Manufacturer narrative:
The device was returned and confirmed as having separated. No defects or markings were noted. Several factors may contribute to breakage of a tip, such as intensity and pressure, correct technique, and power settings. All of these factors may affect the longevity of the tip. Based upon the info received and condition of the instrument returned, determination of whether the event was caused by use factors cannot be made.

Event description:
It was reported that a proultra tip #4 separated in a pt's tooth. The separated piece was retrieved without injury.